Event description:
It was reported that the patient received inappropriate therapy when the implantable cardioverter defibrillator (ICD) device detected atrial tachycardia (at) with rapid ventricular response (rvr). It was expected that electrogram (egm) recording from the device would show all six episodes of the shocks, but the final shock was not recorded and did not show on egm. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 457453 lead, implanted: (B)(6) 2009; 419688 lead, implanted: (B)(6) 2009. (B)(4).